Manufacturer narrative:
The hillrom technician evaluated the lift and found the front leg fork has been broken off, resulting in the caster falling off the mobile lift. The most likely cause for the broken leg fork is an external force being applied over the leg of the mobile lift. Per the hillrom user manual, liko mobile lifts must be inspected at least once per year. According to the periodic inspection ((B)(4), revision 5) for mobile lifts, the following shall be checked: general inspection- check for scratches, dents, sharp edges, deformities, or unusual surface wear. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hillrom has ordered a new leg fork and will repair the lift once the parts are received. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the leg fork broke and the caster fell off the lift. The lift was located in maintenance at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4). .